Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of the luer lock (fitting) not adhered to the fiber cannot be confirmed because no sample was returned for evaluation. Without receiving product to evaluate, a root cause cannot be determined. A lot history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process the presence of fillets on the fiber fitting is 100% inspected and also receives one aql inspection. In addition to those inspections, the tensile strength of the fitting on each fiber is tested. The user manual , which is supplied to the end user with this unit, states "before using a fiber, check it carefully for any signs of damage during storage or transit. Do not use if there is any sign of damage" and when finishing the procedure to "cease operating the laser by removing foot from foot pedal when the fiber end is 2 - 3 cm from the access site as indicated by markers on the distal tip of the trè-sheath introducer" a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported to angiodynamics on july 31, 2017: at the close of an evlt procedure, it was noted the fiber stop on the fiber shaft had detached, causing the fiber to shift. It was reported there was no harm or injury to the patient due to this event. The procedure was successfully completed prior to the fiber stop detaching. It was reported the disposable device is not available for return to the manufacturer for a device evaluation.